Event description:
Literature was reviewed regarding intracranial hemorrhage (ich) in left ventricular assist device (vad) patients. The authors described patient outcomes who presented with ich. All patients were admitted to intensive care units (cardiac or neurological) with an immediate hold of anticoagulant therapy and reversal of treatment per standard reversal protocols. All patients underwent vascular imaging and serial head imaging. The etiologies of ich included spontaneous hemorrhage, hemorrhagic stroke conversion of ischemic stroke, traumatic ich, and ruptured mycotic aneurysm. The types of hemorrhage included intraparenchymal hemorrhage (iph), subarachnoid hemorrhage (sah), intraparenchymal hemorrhage (iph), and intraventricular hemorrhage (ivh). Some patients had multicompartmental hemorrhage, over five mm of midline shift, uncal herniation, trans tentorial, or tonsillar herniation and some required urgent or emergent neurosurgical intervention. Decompressive surgery via craniotomy or craniostomy, ventriculostomy, or diagnostic cerebral angiography. Unknown surgical complications occurred in a few patients, with some that required reoperation for evacuation. There were patients with an acute driveline infection at the time of ich. There were inpatient deaths and mortality at 90-day and one-year; however, the specific causes of death were unknown. The status of the vads is unknown. No additional adverse patient effects were reported.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is male/53 years old. The model listed in the report is a representative of the model family, as there is no specific model listed. The date of death is not available at the time of this report as there is no indication of specific serial number/patient information. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: incidence, presentation, and outcomes of intracranial hemorrhage in left ventricular assist device patients. Journal of neurosurgery. 2025. 142:1387¿1396. Doi: 10.3171/2024.7. Jns241497. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.